Event description:
It was reported that a customer visited the emergency room in italy, and the cause of the visit, whether diabetes-related or not, was unknown. The customer's blood glucose level dropped to 55 mg/dl, and after receiving a glucagon injection, the issue was resolved. Upon their release, the blood glucose level was 78 mg/dl. There was no reported permanent damage, and no pump issues or adverse events due to insulin or supplies were observed.